Manufacturer narrative:
No device was evaluated as no device was replaced. The reported issue has not since been repeated. No device returned.

Event description:
A medtronic representative reported that the site was unable to take a 3d scan. The radiologic technologist (rt) was able to take a 2d anterior posterior (ap) and lateral image without issue. The imaging system initialization beep was observed and the gantry moved to initiate a spin, but then an error message was observed. The rt rebooted the imaging system the first time and the x-ray would not initialize. The imaging system was rebooted a second time and the image acquisition system (ias) would not initialize and remained on "initializing please wait". A third reboot was performed and the system was fully functional after this. There was no patient impact reported and the delay in surgery was 30 minutes. Surgery proceeded as planned.